Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported intermittent jolting, every 2 to 3 minutes and on occasion with postural changes. It was reported that the patient was only feeling stimulation only in their legs and right thigh. The patient reported that they were on group a, which only had one amplitude and one rate setting. It was reported that some of the jolting was when the patient moved certain ways. There was a report that stimulation change was related to positional movement and a report of medical test or electromagnetic interference environmental exposure was reported. It was reported that the issues seem to have begun after a MRI a week ago. The patient reported that the jolting had stopped but they still feel more relief on their right side. The patient met with the manufacturer representative in regards to the patient's cervical spine discomfort in their arms and shoulders. They are now getting numbness in their left thigh downward to their ankle area. It was reported that the manufacturer representative gave the patient a resolution. Relevant medical history includes spinal pain.